Manufacturer narrative:
All available information was investigated and the reported difficult to deploy the clip (difficult or delayed activation) could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported difficult to deploy the clip (difficult or delayed activation). There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report delayed clip deployment. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade 4+. An xtw clip was inserted and placed on the mitral valve. However, while deploying the clip, it was observed the clip did not release from the mandrel. Troubleshooting was performed and the clip was successfully deployed. To further reduce mr, an additional clip was deployed, reducing mr to a grade of 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.